Manufacturer narrative:
Date of report: 23jul2019. Date received by manufacturer: 04jun2019. The field service engineer (fse) evaluated the unit and confirmed the reported problem. The fse determined that the blower needs replacement and ordered a new blower for the customer. The fse replaced the blower assembly and the printed circuit board assembly to address the reported issue and the issue was resolved. The ventilator successfully passed performance testing after the repair was completed. The customer confirmed that the faulty parts are not available to be returned for failure investigation and that the patient's information is unavailable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator's blower had a high temperature. The device was in use on a patient at the time of the reported event.

Manufacturer narrative:
MFR received date: 03 sep 2019. The replaced blower motor assembly and mc pcb (motor controller printed circuit board) were returned and failure investigation was performed on 03-sep-2019. It was determined that the reported diagnostic code "blower temperature high" was caused by a faulty blower temperature sensor in the blower motor assembly. No failures were identified on the returned mc pcb. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.